Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. When a 0.40 ml air bubble was introduced in the line the pump alarmed as intended. The air sensor was also tested for air in tubing and fluid in tubing, and all of the tests were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: the pump infused air past the air sensor. The patient and the nurse noticed the air, and the pump was stopped when the air was just past the pump. No patient injury.